Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 the drawers 1 and 5 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1 and 2 had failed and it was unable to recover. The field service engineer (fse) had resolved the issue by removing and reseating the matrix connections of the drawers. The system functioned as intended after the field service engineer troubleshot the device.